Event description:
Usg IV angiocath was placed but was unable to attach extension tubing to angiocath. There was a small piece of plastic on end of extension tubing that did not allow tubing to connect to angiocath. Extension tubing name: baxter one-link non-dehp standard bore catheter extension set and lot (10)r25k12024.